Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is confirmed. One unpackaged ar-9215-1-03 universal quick connect handle serial/batch number 04512139 was received for investigation. Functional testing was not performed due to the device's broken tip. -visual evaluation found that the shaft tip was broken off. Many discoloration spots and marks were observed along the shaft and the knurled handle. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging. The complaint allegation is confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/17/2023, it was reported by a sales representative via (B)(4) that (2) ar-9215-1-03 universal quick connect handles are broken. This occurred during a case, with no effect on the patient.

Manufacturer narrative:
Additional information.

Event description:
Additional information was provided on 11/23/2023 where it was stated that this event occurred during an anatomic shoulder replacement on (B)(6) 2023 the device broke when the surgeon was torquing the handle to remove it from the glenoid after drilling the holes. No fragments entered the patient, and the handle was not needed for the rest of the case.